Manufacturer narrative:
Evaluation summary: this report will be based on information provided by the tech support. The returned sample met specification as received by manufacturer. The customer reported there is discoloration. The investigation found the catheter passed calibration. The discoloration is visible , but not abnormal. The unit was fully tested and found to meet operational specifications and function normally. This unit does not meet the requirements for a manufacturing or service failure therefore. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, their catheter is showing discoloration and corrosion. It is also stated that it was difficult to remove during the last procedure and needed ent assistance after it became lodged against a nasal septal spur. The device will be returned for investigation.